Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5

Event description:
Reference number (B)(4).. Event occurred in the united states. It was reported that patient faced five adhesive issues event on (B)(6)2026. The infusion set patch did not stick to skin upon insertion. No further information available.